Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is horn is defective.

Manufacturer narrative:
Patient information is not able to be obtained.